Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low draw was observed. In addition, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low draw based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode." H3 other text: see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had underfilled. This event occurred four times. The following information was provided by the initial reporter. The customer stated: "defect: low draw blood sampling again".